Event description:
It was reported that during a lap nepherectomy, the device failed to staple all the way across the tissue. After having been fired half the staples were still present in the reload cartridge. The device failed to staple all the way across the vascular structures that supply the kidney. There was no adverse consequence to the patient reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).